Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak on the counter from under the wash tower area of the unicel dxc 600i synchron access clinical system. Customer reported the volume of the leak was less than 10ml and did not reach the floor of the laboratory. Customer is not questioning any patient results. No harm or injury was reported by the user.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2011: the fse replaced the wash tower vacuum valve. Hardware is the root cause for this event. (B)(4).